Event description:
Patient reports discrepant results with meter compared to lab. Date: (B)(6) 2010, inratio: >7.5, lab: 3.0. Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.